Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6) 2012. He had left knee revision (B)(6) 2022, approximately 10 years after their initial procedure. Postoperative diagnosis: failed left total knee replacement secondary to aseptic loosening and osteolysis. Surgeon found exuberant hypertrophic foreign body reaction of the synovium. The femoral component was grossly loose. There were well contained osteolytic lesions in the distal femur. The lesions of the proximal tibia were well contained in the medial tibial plateau. There was gross osteolysis on the tibial tray. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and osteolysis or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.